Event description:
The manufacturer received information alleging cough,nasal/throat irritation or soreness related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged of having cough,nasal/throat irritation or soreness. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found evidence of liquid ingress and an unknown dust contamination on the blower, blower box, top enclosure, blower cap, rear panel, and blower seal. The manufacturer also found an unknown dark contamination, hair like particles and keratin-like substance in the bottom enclosure, blower wires and on the blower box outlet. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found evidence of an unknown dust contamination and hair like particle on the flip lid seal, flip lid, dry box seal, dry box, back panel, heater plate and bottom enclosure. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's event log was reviewed by the manufacturer and found the error log showed one instance of: e-130. The manufacturer concludes the contaminates found were consistent with liquid ingress, an unknown contaminant, dust, hair like substances and keratin like substances, contamination inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown. Section d9, d10, g3, h3 and h6 has been updated / corrected.